Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure, other relevant patient history/concomitant medications? Product code and lot #? Any concurrent procedure/device implantation? When was the mesh exposure first noted by a physician? Mesh exposure site/location at each excision procedure? Describe findings of surgical interventions (B)(6) 2015 and (B)(6) 2018? Was any deficiency or anomaly of the mesh observed? If yes, please describe it. When was the patient treated with vaginal estrogens? What is physician¿s opinion as to the etiology of or contributing factors to both events? What is the patient's current status? Adverse event regarding mesh erosion & excision that occurred in (B)(6) 2018 was submitted via medwatch 2210968-2019-83439.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2009 and the mesh was implanted. It was reported that the mesh exposure was identified and excised on (B)(6) 2015. It was also reported that the patient was treated with estrogens. Additional information has been requested.